Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, the patient reported that a disconnection had occurred between the transfer set and the patient line due to the patient not connecting them securely. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. The guide also provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in set / line) occurred on the homechoice (hc) device during drain 1 of 5. The home patient (hp) was not connected at the time of the alarm. During the troubleshooting, it was determined that there was a disconnection between the patient line and the transfer set. The hp reported that they did not connect the patient line and the transfer set correctly. The hp restarted therapy using all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.